Event description:
Complaint: blood had soaked through ticking. No pt impact reported.

Manufacturer narrative:
Technician found that blood had soaked through ticking. Replaced all affected components to resolve this issue. Bed located in maintenance shop. No pt impact reported. No abuse or misuse.